Event description:
It was reported that it was not possible to interrogate the device. The issue was believed to be a stuck reed switch. A magnet was placed on the programmer head and then the programmer head/magnet was placed over the device. Upon re-interrogation, the device responded to telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.